Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave,¿ stopcock (red ring), rotating luer generated a leak during patient use. The device was placed for use on (B)(6) 2024. Discovery of a leak of a few drops at the extension set. Parenteral nutrition and insulin were passed over it. The leak occurred in the incubator. No clinical consequences, but there was an infection risk for a vulnerable patient. The device was replaced and the infusions have been redone". A photo of the device was not provided. The status of the product at the time of the event is during infusion. The product is available for evaluation. There was patient involvement and no adverse event/human harm. The customer requested an evaluation letter.

Manufacturer narrative:
Investigation summary: received one (1) used 011-am6136 pur yellow smallbore ext set for inspection. As received around the male luer to female luer connection. Examination of the bond showed an incomplete insertion. The set was leak tested per product specifications. There was leakage from the bonded connection. During testing the connection came apart. The reported complaint can be confirmed. A device history review could not be conducted because no lot number(s) was/were identified. The probable cause is due to an incomplete insertion during manual bonding in ensenada.